Event description:
A mmale patient with a history of coronary atherosclerosis, htn, and hyperlipidemia had a cypher stent implanted for angina in the pda. Total stent length was 18mm. The following month, the patient experienced acs and restenosis; a cardiac catherization showed 99% stenosis of the pda (left dominant circulation). There was no restenosis one month later. Almost four months later, the patient had non-occlusive, in-stent thrombosis and had sudden cardiac death (scd)_ after experiencing dyspnea and diaphoresis. Per report, the event occurred 112 days post stent placement.